Event description:
The pt was undergoing a cataract extraction with iol implant procedure. The fine tip cannula was introduced in the eye to reposition the iol and deepen the anterior chamber with bss. The cannula became free from the irrigating bottle and was pushed into the eye with the irrigating stream. The cannula was immediately removed from the eye. At this point the eye was examined and it was noted that a small tear was located in the posterior capsule beneath the iol implant. There was evidence of blood within the vitreous. No other injury was found. The procedure was terminated at this point.